Event description:
It was reported by the user site that on (B)(6) 2026, during qc/qa testing of a 3dimensions mammography system, multiple system errors occurred when attempting to move the c-arm into the mediolateral oblique (mlo) position. It was reported that after clearing the errors and attempting to reposition the c-arm, the gantry began shaking and a banging noise was heard. The user site reported that the c-arm moved slightly and the tube head subsequently became stuck in the far-right position. The event occurred prior to a patient exam and no user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the tomosynthesis potentiometer was out of alignment, resulting in the tube head not being aligned to the 0-degree position. The fse replaced the tomosynthesis potentiometer and performed the required system calibrations. The tube head was reset to the correct position and the tomosynthesis motion and image quality were verified through system testing. The system was confirmed to be operating according to manufacturer specifications. No further information is currently available.